Manufacturer narrative:
One device was received for evaluation. The keypad did not fail functional testing but failed tactile and has evidence of fluid damage. Visual and functional testing was performed. Upon further investigation, found air detector damage, dso seal delamination. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. This device is recommended for ber.

Event description:
It was reported that unit needs keypad. It had occurred during testing. There were no patient involvement and harm.